Manufacturer narrative:
Product ID: 3093-28 lot# va00hlk, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the device began to "come out"of the patient's body shortly after implant. It was stated, the complete system was removed. About two weeks later, it was reported, the patient also had an infection which led to the removal of the device. It was indicated, the impedances were within range and the device was working properly. It was added, the infection was completely gone after the removal. Additional information has been requested, a follow up report will be sent if additional information is received.